Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the balloon was identified. The existing device was removed, and a new aus was implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The balloon was visually inspected, and leak tested. Visual evaluation revealed a pinhole tear in the kink resistant tubing (krt) consistent with wear. The balloon did not pass the leakage test. The pump was visually inspected, and leak tested. Contamination within the component was identified. The pump passed the leakage test and was not functionally inspected due to the issue identified in the balloon. The cuff was visually exanimated, and leak tested. No damage or abnormalities were noted, and no leaks were found. Based on the information available and analysis results, the pinhole tear identified in the balloon could have caused or contributed to the reported clinical observation of a hole in the connecting tube.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the connecting tube of the balloon was identified. The existing device was removed, and a new aus was implanted. There were no patient complications.